Manufacturer narrative:
No conclusion code available. Final analysis found the reported premature battery depletion was confirmed in the laboratory. High current was observed during bench testing and was traced to the hybrid. The cause of the premature battery depletion was due to excess current on the hybrid.

Event description:
It was reported that during follow up in clinic, premature battery depletion was observed. The device was explanted and replaced. There were no adverse consequences to the patient. There were no adverse consequences to the patient.